Manufacturer narrative:
Analysis confirmed the reported event, the display was broken. It was also noted that the upper case was cracked at the boss, the hanger assembly was broken, the main label was damaged and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lcd (liquid crystal display) was damaged. The epg was returned for repair. There was no patient involvement.